Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they first noticed the device not working as well for more than a year on ¿6/18.¿ the cause of the device not working as well was unknown. Troubleshooting had included the technicians resetting ranges several times, but the settings in the new ranges were ineffective. The patient also clarified that self-catheterizing was their standard of care; they had been self cathing for ¿2 years +.¿ it was noted that the device was still installed, but turned off, and the explant was still ¿t.b.d.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the interstim therapy has not been doing them any good so they are planning on asking their physician to have it removed. The patient reported it has not been working as well for more than a year and they are used to self-catheterizing at this point. The patient stated they followed up with the doctor and had reprogramming sessions which did not resolve the therapy concerns. It was recommended that they follow up with their healthcare professional to discuss the patient's wish to have the device remove.